Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The attorney alleges hernia recurrence. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication as well as inflammation, extrusion,and or soft tissue defect. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent right inguinal hernia repair. A 10.3cm x 15.7cm bard/davol 3dmax, reference number (B)(4) , lot number huuf1391 was implanted in patient during this repair. On (B)(6) 2016: the patient underwent open right inguinal hernia repair in right inguinal hernia. During this procedure, the surgeon noted: "upon dissection of the direct hernia sac, it appeared as if at one point we were going through the laparoscopic mesh that had been placed 6 years ago, and I believe that at this point it almost looked like the mesh was bowing into the inguinal canal participating in the hernia defect. It was almost as if it had stretched through the sac into the inguinal canal. This portion was resected, and the direct hernia was identified." The patient continues to suffer chronic pain and has had injuries, including consultations with medical providers. The bard/davol 3dmax caused serious injury and had to be surgically removed via invasive surgery. The bard/davol 3dmax is defective. The bard/davol 3dmax caused an intense systemic inflammatory and chronic foreign body response resulting in an adverse tissue reaction including damage to surrounding tissue in the form of sclerotic, granulomatous and/or fibrotic tissue and improper or delayed healing. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The attorney alleges hernia recurrence. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication as well as inflammation, extrusion,and or soft tissue defect. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided, to correct the brand name and 510(k) number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 8 months post implant of 3dmax light mesh, patient was diagnosed with hernia recurrence, migration, inflammation and scar tissue thereby underwent repair with mesh removal. Per op notes, "the mesh was bowing into the inguinal canal participating in hernia defect, almost as if it had stretched through the sac." The instructions-for-use supplied with the device list hernia recurrence, migration and inflammation as possible complications. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4 (UDI no), g1, g3, g6, h2, h4 (manufacturing date), h6, h10, h11. Corrected fields: d1, g4 (PMA/510(k) #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent right inguinal hernia repair. A 10.3cm x 15.7cm bard/davol 3dmax, reference number 0117321, lot number huuf1391 was implanted in patient during this repair. (B)(6) 2016: the patient underwent open right inguinal hernia repair in right inguinal hernia. During this procedure, the surgeon noted: "upon dissection of the direct hernia sac, it appeared as if at one point we were going through the laparoscopic mesh that had been placed 6 years ago, and I believe that at this point it almost looked like the mesh was bowing into the inguinal canal participating in the hernia defect. It was almost as if it had stretched through the sac into the inguinal canal. This portion was resected, and the direct hernia was identified." The patient continues to suffer chronic pain and has had injuries, including consultations with medical providers. The bard/davol 3dmax caused serious injury and had to be surgically removed via invasive surgery. The bard/davol 3dmax is defective. The bard/davol 3dmax caused an intense systemic inflammatory and chronic foreign body response resulting in an adverse tissue reaction including damage to surrounding tissue in the form of sclerotic, granulomatous and/or fibrotic tissue and improper or delayed healing. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per additional information provided: (B)(6)2010 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax light mesh. Per operative notes, ¿an indirect inguinal hernia sac was reduced, a 3dmax light mesh was placed inside the preperitoneal space and tacked in place.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with explant of mesh. Per operative notes, ¿the direct right inguinal hernia sac was dissected free from the surrounding tissues through chronic inflammatory and scar tissue. The mesh was bowing into the inguinal canal participating in hernia defect, almost as if it had stretched through the sac. This portion was resected, a synthetic mesh was then placed and sutured.¿ attorney alleged that the patient had hernia recurrence, mesh migration, chronic inflammation, scar tissue, still has quite a bit of pain & suffering, having issue going to the restroom.